Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer connection for the electrocardiogram (EKG) was not working, that excessive noise was created and the EKG was barely able to be seen. The EKG cable and lead wires were changed out but the situation did not resolve. The programmer has been returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the printed circuit board was damaged. It was also noted that the system fan was noisy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.